Event description:
The physician was treating a patient with may-thurner syndrome and bilateral dvts using right popliteal vein and left femoral vein accesses. The ekosonic device placed on the right operated without error. Following placement of the ekosonic device into the left femoral vein, the connector interface cable was not recognized by the control unit. Ultrasound could not be initiated and the ekosonic device was used to deliver thrombolytic without ultrasound in a manner similar to a standard drug delivery catheter. When the patient was returned for follow-up angiography the right vein was clear, however residual thrombus was observed in the left side. The procedure was completed using thrombectomy, angioplasty and stenting to treat the residual thrombus and venous compression. No patient injury was reported.

Manufacturer narrative:
Inspection and testing of the returned cic confirmed the eeprom contained in the cic was not programmed correctly. This incorrect programming interfered with recognition of the cic when it was connected to the control unit. Ultrasound could therefore not be initiated, and the ekosonic device was used to deliver thrombolytic without ultrasound in a manner similar to a standard drug delivery catheter, an alternative treatment described in the instructions for use.